Event description:
A malfunction alarm was reported with no preceding notable events. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, and the customer opted for multiple daily injections as a backup insulin delivery method.